Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary artery atrio-ventricular (rca av). It was 99% stenosed, severely calcified, and of average tortuousity. The physician attempted to deliver the 2.50x12mm taxus express2 drug eluting stent, but could not cross the lesion , and the distal end of the stent lifted up. The physician completed the procedure with another device (type unknown). The patient condition is listed as good and there were no patient complications reported.